Event description:
It was reported the pt has n ot received effective stimulation therapy since his scs ipg was replaced. The pt is also experiencing uncomfortable pain in his abdomen when the stimulation is on. An sjm rep met with the pt and a system diagnostics showed multiple invalid contacts. Additionally, uncomfortable abdominal stimulation was observed during the programming and diagnostic session. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.